Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on - stuck on splash screen) has been confirmed. Upon investigation the monitor was would not power on. The cause for the resets was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on - stuck on splash screen.